Event description:
It was reported to philips that the device has a dead battery. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
It was reported to philips that the device has a dead battery. There was no patient involvement. The field service engineer (fse) evaluated the device and found the battery dead. The device needs a battery. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery, the replacement for which to be ordered to customer. The device remains at the site.